Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An additional defect of "open seal" was discovered during the course of sample evaluation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and found a portion of the welded cassette with open seal. Functional testing performed included self-test and priming with no issues noted. The reported condition was verified. The cause of the condition was determined to be a open seal on cassette. Should additional relevant information become available, a supplemental report will be submitted.